Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller pin was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device door roller pin was broken off. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.